Manufacturer narrative:
Correction: d1. A photo of the damaged cable was provided to technical support for review and visible damage of the cable was observed. The customer also advised that the device had been opened at the end-user facility in an attempt to perform a repair. As a result, the investigation is considered compromised. We are unable to determine whether the damaged touch screen cable contributed to the reported issue or if the damage occurred during the end-user repair attempt. The touch screen cable part number was provided to the customer to complete the repair, and the device logs were reviewed and no discrepancies related to a main board/touch screen malfunction were identified. The claim will be closed as the user attempted repair.

Manufacturer narrative:
G4. PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Customer stated that the cable to the touch screen is broken. The unit works intermittently, but sometimes freezes. There was no patient involvement reported.